Event description:
During preventative maintenance of the device, the service representative reported, the cable sheared off at the connection end to the centrifugal control module. The device was returned for further evaluation. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.